Event description:
The customer reported obtaining non-reproducible, falsely elevated troponin I (access accutni+3) result for three (3) patients on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer stated the falsely elevated access accutni+3 result was not reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer did not supply any quality control (qc), calibration or system check data for this event. The patients' samples were collected in sodium heparin plasma tubes. The samples were then centrifuged at 3,970 rpm (revolutions per minute) for five (5) minutes at room temperature. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse replaced the fluidics module, the fluidics pcb (printed circuit board), the motor stepper pcb and the luminometer. After replacement of these parts the fse also performed a preventative maintenance (pm) on the instrument. All verification testing passed within published performance specifications. In conclusion, a hardware malfunction is the cause of this event although no one specific part can be identified as the sole contributor.